Event description:
Boston scientific crm received information that during the initial left sided stick, a perforation of the heart occurred and a pneumothorax was reported. The procedure was successfully completed with access being gained via subclavian stick on the patient's right side. No further adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.